Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant product: smartablate generator, us catalog #:unknown, serial #: unknown. Smartablate pump, us catalog #:unknown, serial #: unknown. (B)(4).

Event description:
It was reported that a (B)(6) male patient (age not confirmed) underwent an ablation procedure for ischemic ventricular tachycardia with thermocool smarttouch bidirectional sf catheters x 2 and suffered a cardiac tamponade (requiring pericardiocentesis and surgical intervention) and cardiac arrest (requiring cardiopulmonary resuscitation). During the procedure, a temperature spike was observed when initiating ablation, indicating possible char formation. Upon visual inspection of the catheter, after removing it from the patient, char was observed on the tip of the thermocool smarttouch bidirectional sf catheter # 1. Thermocool smarttouch bidirectional sf catheter # 1 was replaced with thermocool smarttouch bidirectional sf catheters # 2 and the procedure continued. No neurological signs or symptoms have been reported since the procedure was completed. Although the physician did not consider the char to be excessive, he did consider the amount of char to be a potential risk to the patient. During testing phase, using thermocool smarttouch bidirectional sf catheters # 2, the patient became hypotensive and a pericardial effusion was detected via intracardiac echocardiography (ice). Pericardiocentesis yielded an unspecified amount of fluid. The patient went into pulseless electrical activity (pea) and cardiopulmonary resuscitation (CPR) was performed. Patient was transported to the operating room for open chest surgery. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event for surgical recovery. Patient outcome is improved. Patient factors cited that may have contributed to the adverse event include structural heart disease. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. Transseptal puncture was performed with an unspecified needle. There is no sheath information. Generator settings included power control mode at 20-40 watts (titrated). There is no information regarding other generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as ablation was not being performed at the time of injury. There is no information regarding irrigated catheter flow setting. Patient received anticoagulant (heparin and heparinized saline) during the procedure with activated clotting time (act) maintained in an unspecified range. There is no information regarding shaft proximity interference value. Thermocool smarttouch bidirectional sf catheters was not in close proximity to another catheter. Thermocool smarttouch bidirectional sf catheters was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors or product issues reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The assessment has been made to report this event on the second thermocool smarttouch bidirectional sf catheter used in the procedure.